Event description:
It was reported the patient has not had stimulation in their lower back since implant. The stimulation was in the wrong location. He had great coverage into the back during his single lead trial. Impedances were within normal limits and all reprogramming attempts had captured stimulation into left leg and abdomen. The patient was to discuss lead revision with their managing physician and implanter. The patient was experiencing bilateral lower back pain and had less than 50% therapy relief. The patient¿s status at the time of the report was ¿alive ¿ no injury¿. Upon follow-up, the patient was scheduled to have orthopedic surgery at some time in the next couple months. He was postponing any other surgeries or therapies until after this. If additional information becomes available regarding the patient outcome or scheduling, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), implanted: (B)(6)2014, product type: programmer, patient. (B)(4).